Event description:
A facility reported that during patient preparation under anesthesia, a defect was identified in the mayfield composite series clamp (a1059) which affected the locking mechanism on the side pins. The issue was detected after the device had already been applied to the patient. Due to the malfunction, the clamp had to be removed and replaced with another device, resulting in a delay of approximately 10 minutes. Although no serious injury occurred, the patient sustained unnecessary minor wounds caused by the pins during the event.

Manufacturer narrative:
The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) review - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - inspection of the skull clamp reveals rotational play within its pivot locking assembly, and the locking mechanism is loose. Consequently, proper fixation of the patient's skull cannot be guaranteed. To resolve the issues, the internal components of the skull clamp were replaced to calibrate the device in accordance with the manufacturer's specifications and to clean the skull clamp's swivel locking assembly. Upon completion of the reassembly¿including calibration¿the skull clamp underwent a successful functional test and meets manufacturer specifications. Root cause - the complaint is confirmed via inspection of the unit since the unit needed replacement of worn parts. The probable root cause is routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.